Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. Motor passed motor test. No motor error alarm, no excessive no delivery alarm and unit primed properly noted. No prime alarm. Device received cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed compromised force system sensor and motor error. The customer's blood glucose reading was 245 to 497 mg/dl at the time of incident. Troubleshooting explained the possible cause of the alarm and found that the cannula was bent. Customer indicated no insertion issues and was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No high blood glucose troubleshooting was performed.